Manufacturer narrative:
The sample is indicated as unavailable for return so a physical review cannot be performed. However, based on the description of the event, the cause of the incident was due to the clinician inadvertently reversing the filter cartridge orientation during the procedure. The body of the filter cartridge has text and colored arrows printed on it that identify assembly orientation, femoral is printed in green and jugular is printed in blue. The description and directions for proper use are also included in the device IFU. There was no malfunction of the device that was attributable to the incident.

Event description:
Ivc filter can be inserted into the delivery catheter tow ways one direction for femoral approach and one direction for jugular approach the approach was jugular and the interventionist inadvertently reversed the direction of the filter when handed to him and inserted the ivc filter for the femoral and not jugular approach thus causing the ivc filter to be deployed "upside down" the filter was removed and a second filter inserted with deployment in the intended direction. The patient tolerated well with no adverse outcome.